Event description:
It was reported that the customer experienced a cgm error 42. There was no adverse impact on the customer's blood glucose level as the error was resolved. Customer contacted technical support, where a complete pump reset was performed, successfully resolving the issue without any recurrence of the error, allowing the customer to start the sensor session.